Event description:
It was reported that, the pt was non weight bearing after rehab. An x-ray was taken and it was determined that the implants were not well fixated. A revision was performed.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.